Event description:
An arrow power injectable quad lumen central venous catheter was placed in a patient. Four days later, a student nurse along with the patient's rn discovered that the catheter lumens were labeled incorrectly by the manufacturer. The brown lumen (which is the distal lumen) was printed with the words "medial 2". The blue lumen (which is the medial 2 lumen) was printed with the words "distal". No apparent patient harm. This device is part of a vascular access kit. Staff rely on the color of the ports to indicate their location on the device as well as the diameter of the lumen itself. In this case, the manufacturer's labeled port location did not match the manufacturer's assigned color location for two of the four lumens. Lumen size can be significant depending on the viscosity of the medication/fluid (eg: blood product) being administered as well as the rate at which a medication/fluid needs to be delivered. The lot number for this device is not known. Packaging was discarded after the device was inserted and the event was discovered 4 days later. The device was removed and returned to the manufacturer.